Event description:
The reporter indicated that a 12.1mm vicm5_ 12.1 implantable collamer lens of diopter -11.0 tore/broke during loading into the patient's left eye (os) on (B)(6) 2024. The lens was implanted and removed intraoperatively on (B)(6) 2024. A replacement lens of the same length/model was implanted. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).